Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 5.3, lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 5.3, lab: 2.1, mean 3.7, confidence limits: 2.5-5.3.. The mean of the inratio meter and comparative system inr were calculated. The lab value was outside the confidence limits for inr testing. Products will be tested.